Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high shocking impedance measurement greater than 125 ohms. Additional information was obtained indicating that the shocking impedance has been high and the physician was monitoring the issue for some time now. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported. The system remains in service.